Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing slipped out and detached at the quick release twice. The tubing was left hanging while the quick release remained attached. The first time, her blood glucose level was at 321 mg/dl, which she treated with a pump and manual injection. Her site location was left rear end and the pump was in her left back pocket. The second instance, her blood glucose level was in the 200s mg/dl. The site location was her side hip and the pump was on her right bra strap. The infusion had been in use for a day and a half and two days, respectively. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.